Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Reportedly, the cause of elevated bg was unknown; however data review by tandem technical support showed that the customer had multiple occlusion alarms that were not acknowledged. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment, and insulin injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.